Event description:
Report of explant of device due to "infection to pump site - patient outcome - healed recovered" received per annual device tracking report. Follow up with hcp revealed onset of infection "one month post implant" with redness and swelling. The primary site of the infection was the device pocket. A culture was obtained of the device pocket and was positive for staph. The treatment provided for the patient included IV and oral antibiotics and total system explant. The infection has resolved.